Event description:
It was reported that the blade snapped off while in use during a surgical procedure. It was also reported that the broken piece fell into the surgical site, but was subsequently recovered. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. No details of lot no were provided. It was not possible to determine the definitive root cause for the alleged breakage.